Manufacturer narrative:
The lot number for the malfunction is unknown, therefore the manufacturing review could not be conducted. The device for the malfunction has not been returned to the manufacturer for evaluation; however medical records have been received for evaluation. Evaluation of the medical records confirmed a patient-device interaction problem but were inconclusive for difficulty removing. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown filter vena cava filter allegedly experienced difficulty removing and a patient-device interaction problem. This information was received from one source. The malfunction involved one patient with no patient consequences. The weight of the (B)(6) year old female patient was not provided.